Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a fracture of the radiopaque tip of a 6f adroit amplatz left 2 (al 2) guiding catheter was detected. The contrast tip broke off during balloon angioplasty of the right coronary artery (rca). The guidewire catheter was removed without any problems, but difficulties arose in removing the broken tip. A snare was used to remove the broken segment. The tip of the catheter was removed by aspiration as the tip of the catheter could not get into the introducer. There was no reported patient injury. The lesion had severe calcification, moderate vessel tortuosity, and nine-nine percent (99%) stenosis. The device was not used for a chronic total occlusion. The product was properly stored and was opened in sterile field. There were no anomalies noted when the product was removed from the packaging. The product was inspected and prep according to the instructions for use (IFU). There was no difficult experience in prepping the device. A guidewire was inserted through a hemostatic valve. There was no resisting friction experienced during any part of the procedure or resistance met while advancing the device nor unusual force necessary during use of the device. There was no excessive force needed during use of the device or excessive torquing required. The tip was visible on fluoroscopy throughout the procedure. The guidewire catheter was removed without any problems but difficult arose in removing the broken tip. The patient recovered and the procedure was completed normally. The patient was not hospitalized or required extended hospitalization because of the event. There is a procedural cd available for review. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, a fracture of the radiopaque tip of a 6f adroit amplatz left 2 (al 2) guiding catheter was detected. The contrast tip broke off during balloon angioplasty of the right coronary artery (rca). The guidewire catheter was removed without any problems, but difficulties arose in removing the broken tip. A snare was used to remove the broken segment. The tip of the catheter was removed by aspiration as the tip of the catheter could not get into the introducer. The broken tip of the catheter was aspirated by the introducer. There was no reported patient injury. The lesion had severe calcification, moderate vessel tortuosity, and 99% stenosis. The device was not used for a chronic total occlusion. The product was properly stored and was opened in sterile field. There were no anomalies noted when the product was removed from the packaging. The product was inspected and prepped according to the instructions for use (IFU). There was no difficult experience in prepping the device. A guidewire was inserted through a hemostatic valve. There was no resistance or friction experienced during any part of the procedure or resistance met while advancing the device nor unusual force necessary during use of the device. There was no excessive force needed during use of the device or excessive torquing required. The tip was visible on fluoroscopy throughout the procedure. The catheter was removed without any problems, but difficulty was encountered while removing the broken tip. The patient recovered and the procedure was completed normally. The patient was not hospitalized and did not require an extended hospitalization because of the event. The device was not returned however, an image was provided for analysis. During photo analysis, the brite tip was noted to be separated from the main body of the device. No other anomalies of the product were observed. The reported ¿brite tip/distal tip ¿ separated¿ was confirmed as part of the picture analysis. However, the root cause of the separation could not be conclusively determined. Procedural factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventive or corrective actions will be taken at this time.